Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that regarding circumstances that led to the por (power on reset): the patient did normal activities: water walking, walking the dog, normal housework and shopping. The device would not accept any changes in the programming. Stimulation at one point was so intense, it was very painful. Regarding steps taken to resolve the event, it was noted: went to doctor's office and had it reset and reprogrammed. Made an appointment to check in 2 weeks. Within one week the patient got the message with por. The patient went to the doctor's office and it showed the battery in interstim icon was dead. Regarding had the event been resolved, it was noted: saw "(B)(6)", he tried to get it to respond - no response. Went for xrays. In the process to work things out.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va04h0z, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that on (B)(6) 2015 she had return of symptoms and did not feel stimulation. On (B)(6) 2015, she saw a por message on her programmer. Additional information received from the health care provider confirmed that a pro message was seen. Emi could have been the issue. The patient used a magnetic bracelet and was hospitalized for two days and hooked up to a heart rate monitor. The por did not clear successfully. The battery measurement indicated that the implantable neurostimulator was low/ eri. A low battery message was displayed on the physician programmer. It was also noted that the patient fell and had return of symptom in (B)(6) 2015. The ins felt loose in the pocket. The patient was asked to come in to the doctor's office for reprogramming on (B)(6) 2015. The prompts were followed to turn the device back on. The patient came back to the doctor on (B)(6) 2015 with the same error message and the device would not communicate with the physician programmer. The patient then had a meeting with the doctor and manufacturing representative on (B)(6) 2015 to confirm what they expected with the patient's battery being dead. The battery probably had to be replaced. An appointment was set for (B)(6) 2015 to discuss this with the provider. The patient was sent for an x ray on (B)(6) 2015 to check lead placement which was found to be in a stable condition. The root cause of the low battery remained unknown. The issue was not yet resolved. Surgery would likely be the next step.